Event description:
It was reported to philips that the c-arm geometry movements were not working. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment, which was delayed less than 20 minutes and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was jammed. Analysis of the log file showed a longitudinal position error, which confirms the malfunction. Upon troubleshooting, the fse confirmed that the longitudinal movement error occurred intermittently one day but has not recurred later. To resolve the issue, the fse performed equipment checks and longitudinal movement range inspections; calibration and a functional check were performed, and the problem has not recurred. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. As such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.